Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem was confirmed. Upon receipt, the trunk cable connector was broken. The root cause of the broken trunk cable connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged connector. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that there is a message on the monitor stating "device needs to be serviced" along with a picture to connect the belt to the monitor. The pt's electrode belt was replaced.